Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. The delivery device which was tainted with blood was returned while outside of the loading device. The loading device was also tainted with blood. The tension spring and seal, both also tainted with blood were outside of the delivery device when it was returned. The blue lock on the delivery device was engaged and the plunger not pressed. Microscopic inspection showed the seal intact and the tether un cut. Measurements were taken for the delivery device; the inner delivery tube diameter was measured at .199 in. The outer diameter was measured at .222 in. The length of the delivery tube was measured at 2.51in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal remained in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal remained in the loader when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.